Event description:
The device was experiencing a noise problem on the ventricular lead, which led to inappropriate therapy being delivered. The noise resembled lead fracture in the lead. Positional testing also failed to recreate the noise seen in the egm's. The ventricular lead was recently implanted as a replacement for a previous lead which was removed for displaying identical noise. Capture, sense amplitude, and lead impedance were all within specifications and consistent. The physician did not belive the lead was fractured, and instead considered the noise to be coming from the pt's air select bed. The field engineer conducted a site visit to determine if the noise is coming from the pt's bed. Isometric testing and field eval were performed. A chest x-ray was performed to rule out lead fracture. The physician explanted the device, concerned that the device was the source of the noise. The ICD was returned for analysis.